Event description:
On (B)(6) 2010, certified diabetes educator (cde) reported patient is in the hospital for a diabetes related incident. Cde requested assistance in adjusting patient's basal rates. Patient previously called on (B)(6) 2010 to adjust his basal rate from 0.5 to 0.6 units/hour. Cde stated patient had a reading of 47 mg/dl on (B)(6) 2010 and they want to adjust his rate from 0.6 to 0.4 units/hour for all 24 hours; successfully adjusted rates per doctor's request. Cde reported patient's low reading of 47 mg/dl was at 6 or 7 pm and that his reading went low due to the basal rate being set too high. Patient's normal blood glucose range is 70-140 mg/dl. Patient's recent a1c was 5.8%. Cde reported patient's current blood glucose was 158 mg/dl and this was after lunch. Cde stated this is a good reading. Cde reported pt fell on (B)(6) 2010 at 6:30 pm on concrete steps due to a low blood glucose reading. Cde stated patient slipped and fell on his back and his sister who was there called 911. Cde reported the patient stated his wife was gone at the time, the paramedics gave him 3 or 4 glasses of juice and 30 minutes later his blood glucose reading was 62 mg/dl. Cde stated the patient was too busy all day and did not eat. On follow up call to patient on (B)(6) 2010. Patient reported he is eating healthy and has had "beautiful" blood glucose readings. He stated his infusion device is working great. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.